Manufacturer narrative:
The reported event, device is missing the gasket, was confirmed. This is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the rubber seal is missing from the system 6 aseptic housing which can lead to housing to not close properly and potential for housing to open and expose non sterile battery to the surgical site. This event occurred during cleaning, therefore there is no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the rubber seal is missing from the system 6 aseptic housing which can lead to housing to not close properly and potential for housing to open and expose non sterile battery to the surgical site. This event occurred during cleaning, therefore there is no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.